Event description:
The patient reportedly experienced intermittencies and a loss of lock with her cochlear implant. External equipment was exchanged, however, the problem was not resolved. The patient was explanted and re-implanted with another advanced bionics device in 2007. It was reported that the surgery went well.